Manufacturer narrative:
The technician found the trend gas cylinders were not working. He replaced the trend gas cylinders to repair the bed.

Event description:
Info received indicates the bed will not go into trendelenburg.